Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Although the device was not returned for analysis, the reported clip did not release was concluded to be related to the status of training as the physician is reportedly no trained in the use of the starclose se device. It should be noted that the starclose instructions for use (IFU), states: this device is restricted to sale by or on the order of physicians (or other healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operators must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. The subsequent treatment appears to be related to procedure circumstance. Testing was performed on seven unused sterile devices and the clip was successfully deployed with no issue observed.based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an interventional procedure. Reportedly, "the clip did not release" with the starclose se device. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reportedly not trained in the use of the starclose se device. No additional information was provided.